Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited multiple noise reversion episodes which resulted in pacing inhibition. No intervention was reported.